Event description:
The physician attempted to deliver a 2.75 x 12 mm integrity rapid exchange (rx) coronary stent to treat a lesion in the marginal cx / ostium. The target lesion exhibited moderate tortuosity and 90% stenosis. The target lesion was pre-dilated using a sprinter legend balloon for one inflation at 12 atm's. 45% stenosis remained following pre-dilation. Resistance was encountered advancing the integrity device to the target lesion and the physician decided to remove the device. Resistance was encountered in removing the device and stent strut damage was observed on removal. The device had been inspected prior to use with no abnormalities noted. The device was replaced with a 3.0 x 12 mm integrity stent. Patient outcome was ok and no clinical sequelae were reported. Device evaluation: the device was returned to the manufacturing facility for evaluation. The stent was positioned between the marker bands as per specifications. The 1st distal stent segment was raised and deformed. The distal tip was damaged.

Manufacturer narrative:
(B)(4). Evaluation, results and conclusions: related to operational context (device inspected prior to use with no abnormalities noted. Stent damage most likely procedural related).